Event description:
On (B)(6) 2017 the reporter contacted lifescan (lfs) (B)(4) alleging multiple inaccuracies on the patient¿s onetouch verio flex meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The reporter alleged that the product issue began at 10am on (B)(6). The reporter stated that the patient obtained blood glucose readings of ¿169 and 198mg/dl¿ and ¿183 and 171mg/dl¿ on the subject meter, obtained within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results meets lfs¿ criteria for precision. The reporter also stated that the patient obtained a blood glucose reading of ¿165mg/dl¿ which they felt was inaccurately low compared to their feelings and/or normal readings. The patient manages their diabetes with self-adjusted insulin. The reporter was unable to provide details of any changes the patient made to their diabetes management regimen in response to the reported inaccurate readings. The reporter denied that the patient developed any symptoms. The reporter stated that the patient went to hospital where they received an unknown dose of insulin as treatment. The reporter stated that the patient obtained a blood glucose reading on the emergency medical services meter but they were unable to provide the exact reading. At the time of troubleshooting the cca confirmed that the unit of measure was set correctly. The reporter also stated that the patient obtained a control solution reading which fell above the accepted range; however, the cca determined that the patient was using the incorrect control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event after the alleged issue began.